Event description:
The implant surgeon at the hospital, called the hip product development manager, to report that he performed a revision surgery because the patient had pain.

Manufacturer narrative:
The other device listed in this report is an unknown abg ii long neck 130 degrees. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in a supplemental report.